Event description:
During the surgical procedure; lumbar laminectomy with 360 degree interbody fusion and posterior instrumented fusion, one of the two(2) vertebral spacers broke off. The spacers are inserted by an instrument called (interbody implant impactor). The broken piece of the implant was removed by the surgeon. The impactor and the broken piece were saved as well as the product container (box). Surgeon reported no harm to the patient.